Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain from the anchors which were barely exposed in the patient¿s skin. There is no skin breakage. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain from the anchors which were barely exposed in the patient¿s skin. There is no skin breakage. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that all of the patient¿s device components were explanted. No device malfunction suspected. Additional suspect medical device components involved in the event: model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.